Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the stylus skipped a section on the overlay. As a result the overlay assembly was replaced and the stylus was calibrated. It was also noted that the power supply and system fan were noisy, and the tab on the power cord bay door was bent. (B)(4).

Event description:
It was reported that the programmer was "checked out" last week, but was still not working. Exact issue is unknown. The programmer has been returned. It was analyzed and tested out of specification. There was no patient involvement.